Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up and double counting of t wave after pacing was noted. Device was reprogrammed and left implanted.